Event description:
It was reported that the patient had "a lot of positional changes" with stimulation so her implantable neurostimulator (ins) was being changed out for another ins to "help address that issue". Additional information received two days later indicated diagnostics performed on the day it was initially reported showed impedances were "good". There were no malfunctions and no interventions were taken. Patient was reported to be "fine" and receiving "good" therapy.

Manufacturer narrative:
Product ID, 3778-75 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-75 lot# serial# (B)(4), implanted: 2011 (B)(6). Product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37712 lot# serial# (B)(4), implanted: 2011 (B)(6), product type implantable neurostimulator. (B)(4).